Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: occasional interference in the image. A root cause could not be identified. Based on the results of the investigation, it is likely that following led to the malfunction: electrical connector (u plug) plug unit is not good resulting in no image, and charge coupled device (ccd) is not good, occasional interference in the image. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image. The issue was identified during service and maintenance of device. There was no patient involvement.